Event description:
During laparoscopic robotic procedure rubber interior of 15mm trocar detached into the patient's cavity. The object was removed from the patient, the trocar was removed, and both were assessed. It was confirmed that all parts of the defective trocar were removed from the patient.